Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® push button blood collection set there was blood leakage or other sample leakage from the device other than the insertion site or needle tip and air bubbles in the gel. The following information was provided by the initial reporter. The customer stated: there is leaking around the hub and air is backed up in the tubing.

Event description:
It was reported when using the bd vacutainer® push button blood collection set there was blood leakage or other sample leakage from the device other than the insertion site or needle tip and air bubbles in the gel. The following information was provided by the initial reporter. The customer stated: there is leaking around the hub and air is backed up in the tubing

Manufacturer narrative:
H.6. Investigation summary: bd received 62 sealed representative samples from lot #2153246 for investigation. The customer samples visually inspected and functionally tested and no issues relating to leakage or air bubbles were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of leaking. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10